Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to damage charge-coupled device (ccd). The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the camera head prevented the image from being transmitted to the processor and the image was not displayed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The following statement is included in the instructions for use which can prevent the event: "do not give a shock to the camera head. It may be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the camera head failed to present an image. No patient injury was reported. No additional information has been obtained.